Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received several shocks. Upon examination, noise was detected during the qt-interval of intrinsic ventricular activity, causing inappropriate vf detection and resulting in the hv therapy. The physician opted to leave the device and leads and monitor the patient. The lead remains implanted.